Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and the customer was able to reset it successfully. The customer was advised to continue using the pump and to call back if the malfunction recurs, which they understood and acknowledged.